Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the cuff was damaged when a patient used his vacuum erection device (ved) for intercourse. The patient felt a pop and was incontinent. During the procedure, the cuff was removed and had a slow leak in it - therefore the system had fluid loss. The cuff and pump were replaced, and the balloon was purged and refilled. No information was provided about the patient's outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. A malfunction and incontinence were reported. The ams 800 cuff was visually inspected and functionally tested. There was a leak in the occlusive cuff shell that was the result of wear at the corner of a fold. The functional test failures identified during product analysis confirm the reported urinary incontinence, as the leak is the probable cause of the reported issues. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the cuff was damaged when a patient used his vacuum erection device (ved) for intercourse. The patient felt a pop and was incontinent. During the procedure, the cuff was removed and had a slow leak in it - therefore the system had fluid loss. The cuff and pump were replaced, and the balloon was purged and refilled. No information was provided about the patient's outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.